Event description:
The caller reported a malfunction on the pump, specifically displaying a malf 12 code. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer could continue using the pump. The caller was instructed to contact technical support again if the issue recurred, and they acknowledged this guidance.